Manufacturer narrative:
Correction section g 510k# section d9 updated due to device evaluation section h6 evaluation codes updated due to device evaluation method code - remove b17 and add b01 along with b24 result code - remove c20 and add c13 conclusion code - remove d15 and add d02 component code - remove g07001 and add g02005 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated device alerts and entered into backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the unit, confirmed the reported issue with code in memory and replaced the exhalation sensor printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the issue was isolated to potential fault in the exhalation sensor pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Patient information and initial reporter cannot be provided due to the japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated device alerts and entered into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 updated due to part return and evaluation section. H6 evaluation codes updated due to part return and evaluation result code. Add additional code conclusion code. Remove d02 and add d0302 component code. Remove g02005 and add g0201205. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated device alerts and entered into backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the unit, confirmed the reported issue with code in memory and replaced the exhalation sensor printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One exhalation sensor pcba was returned for further analysis: a visual inspection of the returned pcba was conducted, and no faults or damage were observed. For analysis, the exhalation sensor pcba was installed in the failure investigation test ventilator. During the extended self test (est) the ventilator failed the circuit pressure test for expiratory auto zero failure. After a thorough investigation, this failure was traced back to a faulty solenoid, so1. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty auto zero solenoid (so1) on the exhalation sensor pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.